Manufacturer narrative:
This is three of three manufacturer reports being submitted for this case. The device was received for evaluation.  Investigation is underway.

Event description:
As reported by an edwards affiliate in (B)(6), regarding a 26mm sapien 3 ultra valve, by transfemoral approach. After introducing the esheath without any problems, it was not possible to push the system with normal push force through the iliac area. During  fluoroscopy the commander was seen partly out of the esheath. The system had to be explanted by vascular surgery. There was no patient injury. The patient¿s status is good. The device was returned for evaluation. Per pre-decontamination evaluation, the valve frame struts on outflow side are bent, and frame is deformed on inflow side.

Manufacturer narrative:
The sapien 3 ultra valve was returned to edwards for evaluation. Visual inspection revealed the following: valve struts were slightly bent at both inflow and outflow, and struts were exposed through the skirt (normal after crimped and used). Imagery was provided and revealed that the patient access vessel had presence of mild calcification and moderate tortuosity. Dimensional and functional testing was not performed due to the device return condition (bent struts). During manufacturing, visual inspections and tests are performed throughout the process. During incoming inspection of the components, the valve frames are 100% visually and dimensionally inspected by both manufacturing and quality for defects per procedure. After cleaning and drying cycle, per procedure, the valve frames are 100% visually inspected for deformation/defects. During manufacturing, all sapien 3 ultra valve assemblies undergo inspections for 100% visually inspection of the outer diameter per procedure. During final assembly, the sapien 3 ultra valves are 100% visually inspected before/after holder attachments during manufacturing per procedures. Prior to final packaging, 100% visual inspection of the valves are performed at preliminary packaging per procedure to ensure there was no damage to the valves from the handling between holder inspection and brep process. These inspections during the manufacturing process support that it is unlikely that a nonconformance contributed to the reported complaint. A device history record (DHR) review was performed and did not reveal any manufacturing related issues that would have contributed to the reported event.   A lot history review was performed (wo # (B)(4) and no other complaints for the reported event were noted. The instructions for use (IFU) for commander delivery system with s3 ultra, device preparation training manual, and procedural training manual were reviewed for instructions or guidance for proper preparation and use of the devices. The procedural training manual provides guidance on delivery system insertion through sheath. Correctly orient the delivery system and check position before insertion orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position. Note, maintain edwards logo up throughout the procedure to prevent kinking of the delivery system, insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, in expectation of high friction, use short movements and push delivery system closer to sheath hub. Note that in expectation of high friction, use short movements, and push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath, if push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged, if damaged, retract valve in sheath slightly, remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system, if push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace and do not over-manipulate the sheath at any time. Based on the review of the IFU and training manual, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint for was confirmed based on the return product. No potential manufacturing non-conformance were identified. A review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ¿after introducing the esheath without any problems, it was not possible to push the commander delivery system with normal push force through the iliac-area¿ and noted per pre-deco that ¿struts on outflow side are bent, frame is deformed on inflow side.¿ additionally, per the provided 3mensio, the patient¿s access vessel had presence of mild calcification and moderate tortuosity. The case notes also indicated that the device was inserted at a steep angle. The presence of calcification, tortuosity, and steep insertion angle can create a challenging pathway during delivery system advancement, and lead to resistance and high push force. Per training manual, ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification¿, ¿if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system¿, and ¿do not over-manipulate the sheath at any time¿. It is possible that difficulty was encountered during delivery system advancement, so additional manipulation was applied to overcome the resistance. If excessive force is applied to manipulate the device, it can then lead to the valve struts to catch and tear through the sheath and result in the bent strut. In this case, available information suggests that patient factors (calcification/tortuosity) and/or procedural factors (excessive device manipulation/ steep insertion angle) may have contributed to the complaint event. However, a conclusive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage.  Although no labeling or IFU/training inadequacies were identified, a product risk assessment has previously been initiated to capture the product risk assessment, and a CAPA has been initiated to capture further investigation and corrective/preventive action activities.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case.  Please reference related manufacturer report no: manufacturer report no 2015691-2020-14023 regarding the edwards esheath introducer sheath  manufacturer report no 2015691-2020-14024 regarding the edwards commander¿ delivery system   manufacturer report no 2015691-2020-14025 regarding the edwards sapien 3¿ transcatheter heart valve.